Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. The site had taken anterior posterior (ap) and lateral shots and when the radiographic technologist (rt) began the imaging system spin, received an error message (not clarified which error message). The site circulating nurse checked distance and camera view and confirmed it was centered. Another spin was taken, no error message was received. Because this was a percutaneous procedure, accuracy was not checked by the surgeon. The surgeon put a tap in, checked neuro-monitor and received a response. The registered nurse (rn) was uncertain if the plastic protector for the neuro-monitoring system was in place. The surgeon checked the tap with x-ray from a c-arm, was not satisfied with accuracy and chose to take another spin. The navigation system functioned properly, the surgeon deemed this spin was accurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Error message was reported to have appeared on the imaging system.software investigations of the navigation system and imaging system were completed and were unable to determine probable cause without further information since the behavior could not be replicated.

Manufacturer narrative:
It was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: "on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(4) 2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported."